Event description:
It was reported by the contact that the customer's basal rate was interrupted. Tandem technical support reviewed the pump's t: connect history and noted tha an auto-off alarm occurred. There was no interaction with the pump 12 hours prior to the alarm. The customer's blood glucose (bg) level was 223 mg/dl and the customer administered corrective boluses to bring bg with target range. The customer changed the time on the auto-off feature from 12 to 16 hours.

Manufacturer narrative:
The t: slim pump user guide states: "you can adjust the auto-off alarm setting (the default valve is pre-set to 12 hrs, but it can be set anywhere from 5 hrs to 24 hrs, or off)." The product has not been returned for evaluation. Should new relevant information become available a supplemental report will be submitted.